Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. The blood glucose was unknown at the time of the incident. Assisted customer in performing a self test. Pump did not vibrate during the vibrate test. Customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.